Event description:
Patient with new onset of chest pain was admitted for a cardiac catheterization with percutaneous intervention. Phd device would not stay on the medtronic launcher 6f coronary guide catheter erad left short tip. The phd was used on another guide catheter without issue. No known harm to patient.